Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #1 (11/29/2011)-device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurately high compared to another meter. The following complaint was classified based on documentation from the customer care advocate (cca). The reporter stated that the alleged product issue began on (B)(6) 2011 after 12:00pm. The reporter stated that the patient obtained a blood glucose result of '358mg/dl' with the subject meter and compared this result to a '44mg/dl' result from an unknown ems meter. Ems had been contacted for assistance on (B)(6) 2011 after 12:00pm when the patient began to seizure on (B)(6) 2011 after 12:00pm after obtaining the subject meter reading. Both results were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30%. The reporter stated that the patient manages his diabetes with a combination of diabetes medications. The reporter stated that he made no changes to his regular diabetes management as a response to the readings. The reporter stated that on (B)(6) 2011 after 12:00pm, the patient received IV glucose from ems as treatment for the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.